Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure, the catheter was found to be cut. The target lesion was in the common bile duct. An rx stent /10 x 7cm stent had been selected to treat the target lesion. While preparing the device, it was noticed that while the pouch was sealed, the clear guide catheter appeared to contain a "razor cut". The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".